Event description:
A customer reported an unstable anterior chamber during the ultrasound mode of a cataract intraocular lens implant procedure. The procedure was able to be completed with no pt harm. Add'l info has been requested but has not yet been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).